Event description:
The patient reported that the needle button released while patient was sleeping on two different days about two weeks ago. The patient stated that both times he rolled over while sleeping and seemed to have pushed in the needle release button unintentionally. The devices are not available for return.